Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer was attempting to rewind the device to add more insulin and the device wouldn't rewind. Customer's blood glucose was 216 mg/dl. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.